Event description:
Event description guidant received information that upon interrogation, this implantable cardioverter defibrillator (ICD) could not be interrogated and had no beeping tones. The patient verified that no shocks were delivered and there have been no issues with the device. The device is at end of life (eol) and will be explanted.